Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were malforming. A clip is jammed in jaws, this fell out while cleaning. Nurse attempted to dry fire again and clips weren't forming properly. Opened another to complete procedure. More info to come. No reported patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and the clips did not fully advance into the jaw. The device was noted to have the tip of the advancer bent; the bent advancer pushed forward the tissue stop pocket edge causing that it lost its position and jamming the firing mechanism. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were noted in the internal components. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.